Event description:
The patient's mother reported that she believes the patient's infusion device delivers too little insulin. The patient is (B)(6). On (B)(6) 2012, at 8:00 am the patient's blood glucose measured 277 mg/dl and he ate 3 ke and the mother attempted to bolus 3.3 units of insulin and after 0.5 units an e4 (occlusion) error was displayed. At 10:00 am the patient's blood glucose measured 324 mg/dl and the patient was given 0.5 units of insulin. At 12:00 pm the patient's blood glucose measured 164 mg/dl and he ate 2.5 ke and the mother administered 1.5 units of insulin. At 2:30 pm the patient's blood glucose measured 322 mg/dl and he ate 2.5 ke and the mother administered 1.5 units of insulin. At 5:00 pm the patient's blood glucose measured 225 mg/dl, at 6:00 pm the mother changed the infusion set. At 7:00 pm the patient's blood glucose measured 290 mg/dl and the mother administered 0.5 units of insulin, the patient ate 3.8 ke and was given an additional 2.9 units of insulin. At 9:00 pm the patient's blood glucose measured 289 mg/dl and the mother administered 0.5 units of insulin. At 10:00 pm the patient's blood glucose measured 269 mg/dl and at 11:00 pm his blood glucose measured 279 mg/dl. The infusion device, insulin cartridge, and infusion set were requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.